Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and will be considered use related. One 20 gauge x 2.25 inch accucath catheter was returned for investigation. The catheter was received with blood residue in the catheter, which confirms the catheter was used. Semi-circumferential creases from kinking were observed in the catheter 4mm from the distal end of the purple oversleeve and 12, 14, 17, 20, 24, and 28 mm from the distal tip of the catheter. Functional testing revealed a spraying leak at the distal end of the purple connector. A microscopic examination of the leak site revealed a hole in the catheter within the distal tip of the purple oversleeve. The catheter was dissected to examine the leak site within the lumen. The exit path from within the catheter was directed in the distal direction. Sharp edges and striations were observed along the leak path through the catheter, which is consistent with a needle puncture through the catheter wall. It appears that the catheter was inadvertently punctured with a needle, which may have occurred during insertion. The product IFU provides cautions and warnings to never reinsert the needle into the catheter or the catheter hub. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 05/10/2016 - facility contact reported that an accucath catheter was inserted successfully, but a leak between the catheter itself and the ¿purple hub¿ that attaches the line to the plastic connector was reported by staff.